Event description:
On (B)(6) 2016 10:01 am (gmt-4:00) added by (B)(6) ((B)(4)): it was reported that the anesthesia workstation failed to provide gas to the patient in manual ventilation mode. The patients saturation dropped and the patient was ventilated manually using a resuscitator. The saturation increased quickly and there was no permanent injury. (B)(4).

Manufacturer narrative:
No parts were replaced during the event, or saved after the event, such as the patient breathing circuit or filters. The received device logs showed that in the beginning of the surgery, manual ventilation mode was selected. At first, the apl pressure was set to sp (spontaneous breathing) probably during pre-oxygenation. Approximately 2 minutes later, the apl pressure was increased to 17 cmh2o, 21 cmh2o, and finally 30 cmh2o. The logs showed that this resulted in small flows and pressure on the inspiratory side but, according to the device trend log, no measured values for mve and tve were present. Both fi and et for o2 are identical, as well as fi and et for co2, which indicates that there was no gas exchange during this time. We have not been able to determine the root cause for this behavior from this investigation. The device technical log doesn't contain any recordings during the date of event to indicate that there was a technical malfunction during the reported event.

Event description:
(B)(4).